Manufacturer narrative:
(B)(4). The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify numbers count up anomaly, off no power alarm due to blank display. No moisture damage on motor noted. Pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.

Event description:
The customer reported via phone call that they were knocked into a pole while they had the insulin pump on. The device was counting to 6 and a bunch of numbers were coming up. The device would shut off and when it would come back on again the anomaly would recur. The customer¿s blood glucose during the incident was unknown. It was noted that the device was exposed to moisture. There was fluid under the display. The device was returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify numbers count up anomaly, off no power alarm due to blank display. No moisture damage on motor noted. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.